Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head was not able to interrogate devices, and it failed its uplink tests. The cable was replaced and the head then passed its functional and bench tests, and no other anomalies were found.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head had a poor signal when attempting to interrogate an implantable heart device. The head was changed out and then a connection with the device was made easily. The reported programmer head was returned for service. No patient complications have been reported as a result of this event.